Manufacturer narrative:
Currently, it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
It was reported that the customer had a button error alarm on the insulin pump. Customer stated that it happened one week ago. Customer's blood glucose was 300 mg/dl. Customer gave correction from the pen. Customer is now on another pump. Customer was advised to stay on the back-up plan and to no use the pump.